Event description:
It was reported that the patient experienced weakness and fatigue. It was also noted that the right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implant date: (B)(6) 2019; 429888 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.